Event description:
Patient became unresponsive while on machine. Patient rinsed back with normal saline. No pulse noted. CPR initiated. Patient sent to hospital per acadian ambulance. Patient returned to clinic on (B)(6) 2013.